Event description:
It was reported the patient underwent a procedure where one lead was replaced and three other previously implanted leads were repositioned for an unknown reason. The patient did well post-operatively. The explanted lead was not returned for analysis, as it was discarded by the facility. No further information can be obtained despite good faith efforts.

Manufacturer narrative:
Date of event:approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 5163862. Product family: scs-linear leads upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 5163864. Product family: scs-linear leads upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7073469.